Event description:
It was reported that (1) device used during a rectum procedure. It was reported by the affiliate that the cdh29 instrument did not staple completely. A similar instrument was used to complete the case. There was no consequence to the patient.